Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's therapy will sometime just turn off and then therapy will go back on when the programmer is used. They stated the patient was able to charge about once a week but now they are finding the patient is having to charge mid-week. During call, they checked the implantable neurostimulator (ins) and it was at 75% charged. Charging was reviewed. No patient symptoms were reported. Refer to manufacturer report 3004209178-2021-12088 for related device.